Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection with sepsis. Reportedly, the patient presented with encephalopathy and was treated with antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.